Event description:
Pt had port for 1 yr. Nurse came to pt's home to start IV solumedrol via port. Nurse flushed line, and pt experienced pain. Pt sent to emergency room, where it was determined the catheter had broken and migrated to the heart. The portion of the catheter was removed successfully, and the pt is scheduled for total explant surgery of the port on 1/11/99.